Manufacturer narrative:
Insulin pump was received with no vibrator during self test due to broken black wire on vibrator motor. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported that the insulin pump stopped vibrating. The blood glucose reading was 200 mg/dl. He stated that the vibrate mode was on. Customer had not recently installed a new battery. The insulin pump failed the self test. Customer reported that the insulin pump eventually began to vibrate again but was uncomfortable using it. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.